Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt underwent orif of the distal humerus on (B)(6) 2010. During a f/u visit, a non-union was noted with loosening of seven screws. Pt was revised on (B)(6) 2011. Two plates originally implanted were left intact and screws were removed and replaced. This is the 8th of 9 reports submitted on this event.